Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump had a no delivery alarm. Customer stated they were unable to deliver a 100 unit bolus on their insulin pump. Customer's blood glucose was 180 mg/dl. The customer also reported observing a bent cannula upon removal of their infusion set. Customer stated the no delivery alarm was resolved by a complete set change. Customer declined to troubleshoot because they already changed their entire set. Customer will call back if the issue occurs again. No additional information provided.